Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from (B)(6) stating that the device had broken during surgery. The device broke while making the burr hole. No injuries were reported to have occurred; however, it is unk if medical intervention occurred. The date of the event is unk. There was no add'l info provided.